Event description:
It was reported that the anesthesia workstation had a leakage and failed the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The budget was not confirmed by the customer and there was no on-site visit. Device logs have not been available for further investigation. With this limited information the root cause to the reported issue can not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/25/2016. Corrected manufacture date: 01/26/2016. H3 other text : 4117.

Event description:
Manufacturer's reference #: (B)(4).